Event description:
The customer reported a possible operator error in programming the device resulting in the pt receiving more medication than intended. In 2009 at an unspecified time during the evening shift, the device was programmed to deliver dilaudid 1mg/ml, in the continuous only mode, at a rate of 0.1mg/hr and the delivery was started. On the next day at approximately 0500, the customer contact reported that the device appeared to be delivering at a rate of 1ml/hr. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. The customer contact reported that the device may have been programmed to deliver a concentration of 0.1mg/ml instead of the concentration of intended 1mg/ml. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.